Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient was admitted to the hospital for a suspected, but unconfirmed, stroke. The office asked for information for an MRI for the patient. The rep had reached out to the office for additional details but had not gotten a response. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an infection because the site of the implant did not heal. It was stated that this was reported from the health care professional (hcp) office. It was noted that the patient was undergoing other health issues and needed information on MRI. The information was given to the hcp per their request. It was noted that the implanting physician was on call at the time of event patient seen in hospital. No further complications were indicated.

Manufacturer narrative:
Patient codes (B)(4) added to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an infection because the site of the implant did not heal. It was stated that this was reported from the health care professional (hcp) office. It was noted that the patient was undergoing other health issues and needed information on MRI. The information was given to the hcp per their request. It was noted that the implanting physician was on call at the time of event patient seen in hospital. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted the patient was in the hospital and required a MRI. It was unknown if the issue was resolved at the time of the report. No further complications were indicated.